Manufacturer narrative:
Additional information: device evaluation: lens was returned in liquid in lens case/vial, with clear surgical residue/debris on it. Visual inspection found that the haptic was broken. Dimensional inspection found that the lens measurements were within specifications. As per dfu for this lens model, implantation of this lens in an individual with an anterior chamber depth (acd) below 3.0mm is contraindicated. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, and lens explanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vtich12.1 implantable collamer lens, 0.00/3.5/114 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting, lens opacity, and anterior subcapsular cataract.